Event description:
On 09/14/2009, the reporter called to notify integra life sciences of an incident involving a pt under his treatment. The incident involved a female pt diagnosed with a chiari malformation who had been experiencing severe headaches. Initially, the pt rec'd an implanted ventricular pressure shunt and later rec'd a lumbar drain. Finally, placement of the camino catheter to monitor intracranial pressure. The intracranial pressure was low, when the healthcare professional thought she may be overdraining. The ventricular pressure tubing was cut. X-rays were then taken and then they ligated the lumbar pressure tubing. The intracranial pressure readings were in the teens, but one time, the value jumped to 80mmhg. Pt was given morphine in a pca for the severe headaches. Pt went into respiratory arrest at 4:15 on the day of event in 2009, given narcan, bagged when the doctor noticed that the catheter was not positioned correctly by the "red dots". Dr did not originally insert the catheter, but once it was noticed it was not properly placed, he completely removed the catheter and reinserted. The intracranial pressure results were then consistently 80-90mmhg. Pt expired shortly thereafter in the same day. The reporter did not consider the device to have contributed to the death of the pt. Add'l clinical info has been requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be rec'd for eval. An investigation has been initiated, based upon the reported info.